Manufacturer narrative:
The promus premier ous mr 24 x 4.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with the proximal stent struts pulled distally. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21apr2021. It was reported that crossing difficulties occurred. The stenosed target lesion was located in a tortuous and calcified coronary artery. A 24 x 4.00 promus premier drug eluting stent was advanced for treatment but had difficulty crossing the target lesion. The device was removed and the procedure completed with another of the same device. There were not patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.